Event description:
As reported by the edwards field clinical specialist, during the transapical tavr procedure, bleeding around the pledgeted mattress sutures was noted prior to the lv access. Following the deployment of the 26mm sapien valve, the sheath was removed during rapid pacing and anesthesia worked aggressively to maintain the patient¿s blood pressure below 80mmhg. The surgeon had difficulty controlling the ta access site bleeding following sheath removal. The patient was placed on bypass for a total of 17 minutes until hemostasis was achieved at the access site. The patient was then auto transfused via the cell saver and the blood pressure recovered after his volume status was restored to normal. The apex was closed without further incident. Additional information provided by the fcs noted the patient¿s friable apex tissue was a contributing factor for the event.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. Although the exact cause of the bleeding in this case cannot be confirmed, in addition to the procedure itself, patient factors increasing the risk of apical bleeding (patient¿s age, friable apex tissue, and higher blood pressure than desired during sheath removal) were present and may have contributed to this event the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.